Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, rupture.

Event description:
Healthcare professional reported "left side capsular contracture baker grade unknown and rupture." Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed opening on posterior side assessed as surgical impact opening (shell thickness within specification), observed opening on radius assessed as fold flaw opening and observed opening on anterior side assessed as smooth opening. Capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: observed creases on the device. Observed wear abrasion on the device. Observed stress marks on the device.

Event description:
Healthcare professional reported "left side capsular contracture baker grade unknown and rupture". Device has been explanted.